Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. The 3.0mm x 12mm quantum apex balloon catheter was advanced to an unspecified target lesion. The balloon ruptured under nominal pressure however, the pressure is unknown. The device was removed from the patient intact and no patient complications were reported.

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. The 3.0mm x 12mm quantum apex balloon catheter was advanced to an unspecified target lesion. The balloon ruptured under nominal pressure however, the pressure is unknown. The device was removed from the patient intact and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the reported quantum apex balloon catheter was received. Visual inspection identified blood and contrast throughout the shaft. The balloon was successfully inflated however, did not hold pressure. Microscopic examination did not identify a balloon burst or rupture however, examination revealed an inner shaft separation. Engineering review of the device revealed a separation at the bi-component weld. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was manufacturing. (B)(4).

Manufacturer narrative:
(B)(4)